Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. The insulin pump was unable to confirm prime alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received compromised force sensor system alarm while performing full tubing action. It was reported that the customer was advised to discontinue use of the device and that it would be replaced. The customer's blood glucose level at the time was 82mg/dl. No further information provided.